Event description:
It was reported that "for the first tube (size 7), the cuff needed to be overinflated. For the second tube (size 7.5), the cuff needed to be overinflated, and the patient was extubated when coughing while the cuff was inflated." Additional information received on august 07, 2025, indicated that "both incidents occurred with the same patient. Increased sedation was necessary and may have caused pain and discomfort for the patient. The patient's health was not affected, and medical intervention was not necessary in relation to this incident. The device was systematically tested before use. The exact number of sterilizations performed is unknown, but it is likely that the maximum number allowed has been reached or is about to be reached. Sterilization is performed at 134 c for at least 20 minutes." Associated mdrs:3009307931-2025-00029 and 3009307931-2025-00028.

Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed through the investigation of the returned sample. The customer returned two actual samples for investigation. Based on the investigation of the returned sample, the product was able to be inflated and deflated without any issues and no leakage observed. A device history record review could not be performed, as a lot number was not reported. Therefore, the complaint description states that the cuff leakage could not be confirmed. Based on the investigation of the returned complaint device, no issues were found.

Event description:
It was reported that "for the first tube (size 7), the cuff needed to be overinflated. For the second tube (size 7.5), the cuff needed to be overinflated, and the patient was extubated when coughing while the cuff was inflated." Additional information received on august 07, 2025, indicated that "both incidents occurred with the same patient. Increased sedation was necessary and may have caused pain and discomfort for the patient. The patient's health was not affected, and medical intervention was not necessary in relation to this incident. The device was systematically tested before use. The exact number of sterilizations performed is unknown, but it is likely that the maximum number allowed has been reached or is about to be reached. Sterilization is performed at 134 c for at least 20 minutes.". Associated mdrs: 3009307931-2025-00029 and 3009307931-2025-00028.

Manufacturer narrative:
Qn# (B)(4).